Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l97857, serial# unknown implanted: (B)(6) 2001. Product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: unknown/(B)(4), ubd: 16-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2020-sep-04, (B)(4) (con); patient (pt) reported tha ther doctor had done a lead revision years ago on an old stimulator system, because the leads were migrating up. Pt doesn't remember which year this was. No symptoms were reported.